Event description:
Abdominal aortic aneurysm measured 5.1cm in length and 5.5cm in diameter. The length of the aortic neck was calculated to be 18mm, with the diameter measuring 28mm just below the left renal artery and 27.5mm just above the aneurysm. The orifice of the left renal artery was more inferior, with the lateral distance between the two renal arteries measuring 22-25mm. The aortic neck exhibited slight angulation, minimal thrombus and calcification. The placement and deployment of the zenith aaa endovascular graft went without complications. Molding balloon catheter was advanced and all junction and fixations sites were ballooned, prior to viewing the completion angiogram. During the angiogram a proximal type I endoleak was event. The area was re-ballooned multiple times, with the molding balloon, noting a progressive reduction in the endoleak presence. In a further attempt to resolve the endoleak, another MFR's angioplasty balloon catheter was advanced and inflated at the site of the needed intervention. After multiple inflations, there was still evidence of endoleak presence. Consideration was given regarding additional interventional measures, but it was decided, based upon the fairly straight morphology of the aortic neck, to schedule a follow-up examination at a one month period and conclude the procedure.